Manufacturer narrative:
(B)(6). (B)(4). Device stripped during the surgical procedure on december 18, 2015 and were not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) 2.7mm variable angle (va) locking screw 12mm and two (2) 2.7mm va locking screws 14mm stripped as they were being inserted into a plate during an open reduction internal fixation (orif) procedure of the fibula on (B)(6) 2015. The screws were successfully removed with no retained fragments. Alternate screws were immediately available for use, but the procedure was prolonged by thirty (30) minutes. The procedure was ultimately completed successfully. This report is 2 of 4 for (B)(4).